Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 451 mg/dl. The customer stated that she changed the infusion set the night prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer later called in to report that the buttons were not responding on the insulin pump. Troubleshooting was performed and the buttons remained unresponsive. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.